Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device intermittently was unable to complete a boot cycle. Physio replaced the system pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that oscillating crystal, designator y1 on the single board computer (sbc) was functioning intermittently.